Event description:
Pt reported the button on the infusion device is non-functional. Pt stated the rubber on the side buttons of the infusion device is damaged. Pt reported receiving an e8 (power interrupt) error message. Preliminary results found the soft components of the up/down buttons are used up. The front buttons on the infusion device are used up and/or the labeling of the front buttons on the infusion device are used up and/or the labeling of the front buttons is missing. The up key on the infusion device does not respond. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.